Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, branch vessel occlusion or obstruction.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. Upon deployment of the device the patient's left common carotid artery was unintentionally covered by the sleeve of the conformable gore® tag® thoracic endoprosthesis. A cordis s.m.a.r.t. Stent was implanted in the patient's left common carotid artery to repair the obstruction. Reportedly the patient will be monitored. There were no further reported issues. The patient tolerated the procedure.